Event description:
The customer reported communication failed error messages several times and system had to be rebooted to continue with cases. This error results in x-rays being disabled. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluro functions board was replaced. The fuses, boards, and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.